Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 54 mg/dl, cause was unknown. Customer was taken to the emergency room (ER) where bg was treated intravenously with saline. Reportedly, customer left the ER eight hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.